Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that a patient was on impella cp support. After impella cp implantation, the leg became ischemic. Distal pulses were not palpable. The leg was cold and high doses of catecholamines were noted. The patient was resusicitated almost the whole night. The decision was made for ecmella. The patient had ventricular fibrillation several times and defibrillation was performed. The patient remains on support.